Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, it was reported that there was a leak. Further information provided in november, 2022 revealed that the leak was caused by moisture trap, which was broken during sterilization process. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing moisture trap. The moisture trap is a part of the expiratory cassette (expiratory inlet). The inlet is designed to make condensed water drip out and allow use of a water trap for such water to be collected. The issue was reported to competent authority in abundance of caution as initial description might have underlying which represent a reportable event. There was no patient harm. It has been determined that the most likely root cause is design labeling.